Manufacturer narrative:
This complaint is still under investigation.

Event description:
Corail stem had been positioned incorrectly at the time of surgery and needed to be revised.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The DHR analysis of batch (B)(4) (product code 3l92509) shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No other analysis was possible because the stem was not returned.